Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: catalogue number: unknown, serial number: unknown udc: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 51 mm diameter abdominal aortic aneurysm. It was reported 3 days post the index procedure an unknown endoleak was observed. The patient was discharged without treatment at this time. Per the investigator the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.